Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was giving him inaccurate erratic readings. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2012. The mss was advised by the patient that on (B)(6) 2012 at 6:15am, he reported blood glucose results of "220 and 420mg/dl" with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages his diabetes a combination of medications: 1000mg of metformin, (unknown dosage) of glipizide, and a sliding scale of novolog and took 50units of novolog in response to the reported issue. An hour to an hour and a half later, the patient claimed to have developed symptoms of being "shaky and sweaty" and immediately after, self treated with "peanut butter sandwich and orange juice" in response to the symptoms and "felt better afterwards." The mss was informed by the patient that about an hour after he self treated with food/drink, he retested with the subject meter and obtained a reading of "118mg/dl." At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips have also been requested back but have not been returned. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.